Manufacturer narrative:
(B)(6). The reporter's name was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed, and it was observed that the motor seized and was rough running. It was further noted that the motor was blocked and the head was full of blood. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that surgery, it was observed that the gear on the battery oscillator device had an unspecified defect. During in-house engineering evaluation it was observed that the motor had seized, was blocked and was rough running. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.